Event description:
It was reported that prior to a lap adjustable band procedure, as standard protocol, the device was leak tested before use. It failed the leak test. Under pressure, air bubbles were observed escaping from the device. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.